Event description:
It was reported that customer experienced concern about pump battery depleting faster than usual. There was no reported impact to the customer¿s blood glucose level. Customer declined further investigation or assistance, and technical support was unable to confirm the battery depletion issue or take additional action, so no further steps were taken and no additional information was received regarding the outcome of the event.